Event description:
While treating a pt (age & gender unk) the device failed to capture the pt's heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.